Event description:
It was reported that the right ventricular (rv) lead was dislodged. During revision, the rv lead was repositioned but the helix would no longer extend and there was a low sensing measurement. A different lead was used to resolve the event and the rv lead was explanted. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
Additional information: the reported events were lead dislodgement, helix would not extend and under sensing. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The reported event of helix would not extend was confirmed. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning the helix and applying torqued to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix would not extend was isolated to the helix clogged with blood/tissue and the over torqued inner coil. The reported event of under sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.